Event description:
The technician alleged the head of the stretcher will not raise or lower. No pt impact.

Manufacturer narrative:
The technician replaced the pneumatic gas springs to resolve the issue.